Event description:
Spontaneous inbound call from patient to notify pharmacist that pump was beeping last night around lam due to "no disposable" alarm. Patient resolved issue by switching to a new cassette. She was unable to read the cassette lot number to rph during call. Patient will call back if she notices any issues with the pumps moving forward. No other information. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.